Event description:
It was reported that during a tka surgery, the patella resection guide did not gripped properly. The procedure was finished using a smith and nephew back up device, without surgical delay and no injury to the patient.

Manufacturer narrative:
D4, h6: the device, used in treatment was returned for evaluation. A visual inspection of the returned device confirms the gripping teeth are severely damaged which would cause the stated failure. The device shows signs of significant wear and tear. A review of complaint history did not reveal additional complaints for the listed batch. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.